Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds, which resulted in the ipg experiencing premature elective replacement indicator (eri). The device was replaced with a single chamber implantable pulse generator (ipg) system, and remains implanted. No patient complications have been reported as a result of this event.